Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient received 14 inappropriately administered shocks while watching television. It was noted that patient had been laying on their right side and then sat up and received the shocks when in multiple positions. Noise was seen in alternate. Boston scientific technical services (ts) was consulted and they were curious if reprogramming back to secondary would be an option. Ts noted that since three months have passed it would be plenty of time for the previous issue to have resolved. Ts further recommended posture assessments to ensure that nothing else had changed . The field representative noted that the subcutaneous implantable cardioverter defibrillator (s-ICD) moves in the pocket. The patient has a larger body habitus. The field representative stated the patient ultimately asked to have the s-ICD programmed off and it is unknown if any further testing or x-rays were taken. The s-ICD remains implanted, but programmed off. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received inappropriate therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) was consulted and reviewed the electrograms. It was noted that although the treated episode showed noise, the presenting electrogram was free from noise. Ts discussed possible reasons for the noise and suggested a programming change. The s-ICD was reprogrammed to a different sensing vector and remains in service. No adverse patient effects were reported.